Manufacturer narrative:
The investigation is still ongoing. Device remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 7 months post implant of a 29mm sapien 3 valve, the patient had an increased gradient of 40. The patient was asymptomatic. The patient was brought to the cath lab for a bav procedure and a 29mm delivery system at nominal volume was used to post dilate the valve. The gradient dropped to 5. Post bav, there was thrombus that migrated into the left anterior descending artery (lad) causing a st-elevation myocardial infarction (stemi). The patient required intubation and emergent stenting of the lad. Two stents were placed and the patient remained intubated with a balloon pump in place before leaving the lab.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences as it remains implanted. As a result, no visual inspection, functional testing and dimensional analysis could be performed. Medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving valve usage. Per the IFU, accelerated deterioration of the valve due to calcific degeneration may occurred in patients with an altered calcium metabolism. In addition, device thrombosis, valve thrombosis, valve stenosis, and structural valve deterioration are listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for increased gradients was confirmed from review of the medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 7 months post implant of a 29mm sapien 3 valve, the patient had an increased gradient of 40, but was asymptomatic. The implanting physician brought the patient to the cath lab to perform a ballon valvuloplasty (bav). A cath gradient was not performed. A 29mm delivery system at nominal volume was used to post dilate the valve. The gradient dropped to 5.' If the gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients can also indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, the mean gradient improved after post-dilation of the valve with a bav. It is possible the valve was under-expanded during the initial deployment. Additionally, patient had hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. These are all the combination of factors that may have led to the increased gradient as reported. In this case, available information suggests that patient factors (hyperlipidemia) and/or procedural factors (under-expanded valve) may have contributed to the reported event. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the instructions for use (IFU), coronary artery obstruction is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Per report, thrombus migrated into the lad causing the coronary occlusion. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted based upon medical records received. Section b7 (other relevant history, including preexisting medical conditions) and h10 (narrative data) of this report is being updated. Additional information was received via medical records. Per medical records review, approximately 7 months post implant of a 29mm sapien 3 valve, the patient presented with worsening shortness of breath (sob) and recurrence of severe aortic stenosis inside the tavr valve with a mean gradient of 43mm across the aortic valve. There was no thrombosis of the valve. A bav was performed and the gradient was reduced to 5mm. The procedure was complicated with anterior st elevation mi, secondary to occluded lad status post percutaneous coronary intervention (pci) with 2 overlapping drug-eluting stents. An intra-aortic balloon pump was placed as well. The patient was discharged home on pod1.